Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to save history and recent activities. Reportedly, the customer received undefined alerts and alarms; however, during a review of the pump history, tandem technical support confirmed that no recent activities were recorded. The customer's blood glucose level was 203 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.